Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 2 atms on the second inflation. (The initial inflation was also to 10 atms.) The lesion being treated was a calcified, 99% stenotic lesion in a tortuous proximal lad coronary artery. The patient was asymptomatic during this event. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.